Event description:
The physician had performed the greenlight pvp (photoselective vaporization of the prostate) procedure on a pt. He reported the pt had considerable bleeding post-operatively at 2 weeks and had to be brought to the e.r. For clot retention and transfusion.